Event description:
The health care professional (hcp) reported that one min into the treatment an alarm for a blood leak occurred. Dialysate tested positive with hemostix and blood was not returned to the patient. Blood loss was 200cc's. There was no patient injury or medical intervention.